Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it, although the physical appearance is white and crystalline which seems like it could be the residue of detergent. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope for preventive maintenance. An evaluation of the returned device revealed clogging of the nozzle and air/water channel with a foreign solid white crystalline material which seemed to be cleaning agent residue. This report is being submitted to capture the reportable malfunction found during evaluation. There was no complaint from the customer and no patient involvement.

Manufacturer narrative:
There were few additional findings. The adhesive of the bending section cover and lenses was worn out. Bending angulation was out of specifications. There was crease on the insertion tube. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.